Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 10-15 years ago. Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after ten or more years as reported. The investigation could not identify any evidence of product error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.